Event description:
At about 9 years and 3 months after primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the medacta head and liner with a competitor's components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-nov-2023: lot 141786: 89 items manufactured and released on 23-jun-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, 88 items of the same lot have been sold with no similar reported case during the period of the review. Additional device involved batch review performed on 22-nov-2023 liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø52/28 (k092265) lot 143449: 33 items manufactured and released on 12-aug-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of the review.